Event description:
It was reported that the patient developed an infection at the incision site. The cause was unknown. The infection resolved after explantation. Of note, it was previously stated that the patient opted to not remain stable on pain medications. The patient overdosed on narcotics and reported to the emergency room with respiratory depression. The patient was exited from the study as study rules were not followed. The patient was placed under the care of a psychologist. Conflicting information regarding the explant was also noted. It was stated that the device was removed on (B)(6) 2012 due to the study exit/overdose issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3888-56, lot# va00cjg, implanted: (B)(6) 2012, product type: lead. Product ID: 3888-56, lot # va00cjg, implanted: (B)(6) 2012, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that about 3 months after implant the patient was in the office for a checkup when a small hole was noticed near her implant that had not healed properly. It was noted that the patient was a heavy smoker. It was noted that the patient had her stimulator removed on (B)(6) 2012. It was further noted that the patient had to have the stimulation system removed due to the development of an infection around the internal field generator.

Event description:
Additional information received reported that following implantation of permanent stimulator, the patient developed an infection at the incision site for the stimulator generator. It was noted that the reason for the development of an infection was unknown. It was noted that following the removal of the stimulator, the infection was resolved. It was noted that the patient was scheduled on 2012-(B)(6) to have the stimulator removed. It was noted that the procedure was performed and the infection was resolved.